Event description:
A malfunction related to a pump was reported by the distributor rubin medical aps in denmark on (B)(6) 2026. There was no adverse impact on the customer's blood glucose level. The customer attempted to reset the malfunction code, but the pump would not shut down, prompting technical support to instruct the customer to allow the pump¿s battery to fully deplete before returning it using a pre-paid label. A replacement pump was sent to the customer, who was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.